Event description:
The rear translation chain failed allowing the table to drive into the table base and damage the table structure. Apparently, this occurred when a pt was on the table, however no injury was reported.